Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported the patient tried to contact the implanting/managing physician, and he would not talk to the patient. He stated he was no longer a part of this surgery. The patient stated nothing out of the way occurred by the patient, it was a faulty battery. The patient stated from the beginning, there were problems, but no one would talk to the patient. The patient stated no one evidently checked if the battery had a full charge or not before implanting it in his body. The patient said there was pain. The patient said he would have to contact a new doctor. The patient provided the rep's information. The patient stated he basically had a 10 plus pain level for one year. The rep stated that on (B)(6) 2015 the patient called and said his programmer was indicating an end of service (eos). The rep met him at the doctor's office to confirm and they discussed a rechargeable ins when it was replaced. The doctor was sending him to another doctor for a surgical consult before replacing the ins. The doctor planned on switching it after the surgical consult. The rep confirmed that the patient had her phone number. The rep had not heard anything else from the patient. There was no troubleshooting required. The patient's issue was the ins needed to be replaced, and they were waiting on the office to get it scheduled. There was no product problem. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the device that was implanted on (B)(6) 2014 did not work properly. It worked for a while and then it didn't work. The patient stated he thought it would take a while to adjust to being implanted in the back, but it didn't. The patient tried to get in touch with the device manufacturer's representative (rep) that was at the surgery, but that person was no longer employed with the company. Another rep contacted the patient and asked how she could help. The rep stated that after a while the battery in the device implanted in the back was dead. The patient didn't understand how the battery would be dead in a few months. The patient stated after the surgery the doctor and the insurance company parted ways and they had to start over finding another doctor and surgeon. The new surgeon and doctor decided it would be best to remove the device and implant a different device all together. The removal of the device took several hours because the device had started to attach itself to the spine and body parts. The patient was out of the hospital now for a week and still hurting. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain and chronic low back pain. Compatibility guidelines were requested for an MRI. It was reported that the patient stated their device ¿failed¿, so they had it replaced. The hcp did not have any additional details as to why the device failed. The hcp noted that a cat scan from (B)(6) 2018 indicated that the patient has one device from the manufacturer, and another device from a different manufacturer. However, the hcp could not tell which device belonged to which manufacture. Technical services reviewed that if the system was still implanted, then the patient would need the programmer to put the implantable neurostimulator (ins) into MRI mode. No further complications were reported or anticipated.